Event description:
The pt is implanted with two percutaneous leads from the same lot for pns therapy (off-label). It was reported the pt is experiencing inadequate stimulation coverage as desired. A full parameter diagnostic read zero impedance value. X-rays did not show anomalies. The pt is being trailed for scs system. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.